Event description:
It was reported that this right ventricular (rv) lead was linked with the right atrial (ra) lead due to subclavian crush syndrome. Device was capped and successfully replaced. No additional adverse patient effects were reported.